Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmissions with device in backup. It was noted that on the day of the event on (B)(6) 2021, patient had brain MRI scanned. Device image restoration was successful, re-programming of device to settings prior to backup event was successful using previous merlin transmission. Patient did not report any symptom, discomfort while device was in backup, post device image restoration, and post device re-programming.